Event description:
A cartridge alarm on the pump was reported, specifically alarm 20, during the loading process. There was no reported adverse impact to the customer¿s blood glucose level. A customer was unable to successfully load a new cartridge as the alarm recurred; consequently, technical support assisted the customer and decided to replace the pump, which was still under warranty. The customer opted to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery continued without interruption.